Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 1 hour. The surgeon indicated, "it was a pretty young woman for avr. She wanted a bioprosthesis. The position of the coronary ostium was difficult. Despite the fact that I slightly rotated the [subject] valve (perimount magna ease 25) the strut was slightly in front of the ostium. Uneventful weaning from bypass. However, 1 hour post-op in ICU dramatic rv failure. We tried to solve this in every possible way and eventually decided to perform a redo procedure. I implanted a smaller valve (perimount magna ease 21) but the strut was still in the way. So we implanted [a competitor] valve. Despite all our efforts the patient died one day later." The surgeon also indicated that there was no malfunction or deficiency of the subject device.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. The explanted device was not returned for analysis; however, the surgeon has confirmed that there was no malfunction or deficiency of the valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible at this time.